Event description:
The customer called and stated that the driver block slides freely on the leadscrew when the arms are in the locked position. In addition, the customer said the pin that holds the drive assembly seems loose. It was indicated that the pump should be replaced and to revert to manual injections per md protocol.